Manufacturer narrative:
Please see report number mw5074774. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was scheduled for a craniotomy for an aneurysm clipping on (B)(6) 2017. As part of the surgery preparation, the patient was having a lumbar drain placed, so they were positioned laterally. After a couple of attempts by the health care provider (hcp), the catheter was pulled out but the product broke and a piece was left inside of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician documentation only stated "the doctor tried to put the lp catheter. Lum bar catheter approach was not successful. A piece of the catheter was broken down, end up to stay behind. Following that, the patient was put on supine position." No cause was determined as well as no external/environmental/patient factors that may have led or contributed to the event. The patient was discharged on (B)(6) 2017 to their home with family. The patient was doing very well and continued to retain the catheter in the spine with no effect on their recovery. It was stated the patient was aware of the retained catheter as well as the doctors and family. No issues with this at this time as it had not impeded their ability to recover.